Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) screen turning black. The screen turns on but then goes black afterwards.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) failure observed by end user during power up ¿screen turning black¿. Powered up several times and could not duplicate customer failure. Disassembled display assembly and removed and cleaned color driver cable and retested. Could not duplicate customer failure. Unit passed all functional and safety tests per factory specifications, returned to customer.